Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02315. It was reported one of patient's leads had migrated. The issue was confirmed via x-rays. The patient underwent surgical intervention where the lead was replaced with a new one restoring therapy. It is unknown which lead is liable so both leads are reported.